Event description:
A customer reported no air "insufflation" at the time of fluid/air switch during a vitrectomy procedure. After several attempts of fluid/air switch, normal air "insufflation" could be performed. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history record (DHR) show the product was released per specifications. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).